Event description:
It was reported by the patient's mother that the patient's seizure frequency had increased since their last dosing appointment. It was reported that prior to the dosing appointment the patient's mother believed the vns had been helpful. The patient had no new stresses or illnesses reported. The patient had decreased the off time from 5 minutes to 3 minutes at the dosing appointment (increasing the amount of therapy received). Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.